Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. A review of the system error logs indicate that system error code #21013 was also generated. System error codes are generated when an error is detected as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). Testing revealed an axis potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. As of october 11, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the da vinci prostatectomy surgical procedure, the customer experienced recurring system error code #20013. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.